Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 733 mg/dl. Customer's parent reported that the insulin pump would not deliver insulin and customer was taken to the hospital. Customer's blood glucose went up to over 300 mg/dl after infusion set change and treated with insulin pump. Customer was then treated with manual injection. Customer's blood glucose reading was 553 mg/dl at the time of incident and 333 mg/dl at the time of call. Customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer was released from the hospital after the blood glucose reading was at 230 mg/dl. High blood glucose troubleshooting was performed. The drive support cap appeared normal. Customer's parent declined to check for possible leaks or air bubbles, site or insulin issues. The insulin pump failed the high pressure test and received a motor error alarm the customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unable to verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Device received with intermittent act button due to flattened dome switches (no crease) and unlocked lcd keypad connector. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.